Event description:
The MFR received info alleging a ventilator was alarming and the device's airway pressure would not rise. There was no harm or injury reported.

Manufacturer narrative:
The device was returned to he MFR for eval and the customer's complaint was confirmed. An issue related to the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue.